Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead all measurements were appropriate. Ten minutes after the rv lead was placed it noted high threshold measurements. The rv lead was positioned in the apex and measurements were appropriate and remained stable. When performing the predischarge testing, the rv threshold measurement had increased as loss of capture was noted. The sensing and impedance measurements remained appropriate. The physician performed a revision and the rv lead was verified to correctly inserted into the connector block and was still affixed in the ventricle apex. As a result, the rv lead was explanted and replaced with a passive lead. It was noted this patient had an underlying rhythm. Therefore, there were no adverse patient effects were reported.